Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-03256. It was reported the patient's scs system was auto reducing, the amplitude could only be increased to level 7 before it would turn off. A company representative met with the patient to do reprogramming with the patient getting relief initially. Subsequently, the patient met with their doctor who referred the patient to a surgeon for a lead revision consult.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-03256. Follow up revealed that the patient underwent surgical intervention to have their leads explanted and replaced.